Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the sample, a tear measuring approximately 0.7 cm was observed on the anterior view. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received an updated and confirmed date of explant: (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019 mentor became aware of additional information indicating the patient was asian and underwent explantation on (B)(6) 2019. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. This complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 450cc and experienced bilateral capsular contracture, baker grades 2 (right), and 4 (left) post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side implant.